Manufacturer narrative:
Fdd (B)(4) no longer applies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator. It was reported that the lead seemed more stiff than the others implanted that day. When the impedances were checked during implant electrode 3 showed out of range low < 50. The healthcare professional (hcp) then pulled the electrode out of the extension and wiped it off twice. They noticed there was a small wire coming out of the lead by the electrode. They then placed the lead back in the extension and did the test again in that electrode then showed over 10 ,000. The hcp did not want to remove the lead from the extension another time and they felt it would damage the integrity of the lead even more. The issue was resolved at the time of the report. There were no patient symptoms or further complications reported as a result of the event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.